Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 10/03/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 9/12/2013 with the following findings: the pump black box history showed that power events had occurred. There was no damage to the battery compartment. The battery cap returned with the pump was found to be missing the contact spring. The pump was unable to power on with the returned battery cap. A test cap was inserted and the pump was able to power on appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no power events occurred during testing. A leak test was performed and no leaks were identified. The pump was opened and there was no evidence of moisture damage inside the pump. The battery cap returned with the pump was found to missing the contact spring; when the battery cap was replaced the pump was found to be functioning appropriately.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: the power went off in the night and blood glucose (bg) this am was 489 mg/dl with nausea and headache. Patient woke to find pump with no power. Patient bave injection of 26 units insulin and bg returned to 180 mg/dl, no symptoms. The battery cap was replaced within the last 90 days. Patient was unable to restore power to pump and is on an alternate delivery method until a replacement pump arrives. This complaint is being reported because a patient on pump therapy experienced hyperglycemia related to the pump allegedly losing power without alarmring to alert the patient to an issue.